Event description:
The patient via a manufacturer representative reported that their device was causing them pain. They were planning with their doctor to have the device removed due to the pain. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.